Event description:
It was reported that several alarms occurred on a novalung console during veno-arterial (va) extracorporeal membrane oxygenation (ECMO) therapy. Initially, there were #206 and #208 (technical failure, flow measurement) alarms that occurred repeatedly. These alarms are related to a CAPA that was opened for flow measurement issues. Treatment was continued, and then alarms #009, #00b, and #00c (technical failure, operator panel) occurred. The monitor then turned off (though the pump continued running) and the patient was moved to another console. There was no patient injury, no adverse effects were experienced, and no medical intervention was required due to the reported alarms. Additionally, it was confirmed that the events did not result in any patient blood loss. Upon follow-up, it was confirmed there were no visual defects noted with the console, the flow sensor, the sensor box, or any of the connected cables. No sample was available to be returned for evaluation.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Manufacturer narrative:
Plant investigation: no parts were returned for evaluation. Therefore, the reported failure could not be reproduced. However, the machine files showed a repeated occurrence of alarms #206 and #208, which can be assigned to a known error pattern. The alarms are issued when the sensor box software does not detect any communication to the flow board (pcb ¿digiflow mini1¿). Investigation of similar complaints revealed that the flow measurement alarms (206, 208) were due to an interruption in communication between the flow sensor and the sensor box. This is most likely due to a fault in the power supply to a circuit board within the sensor box. An increased contact resistance, either at connector p102 of the ¿digiflow mini1¿ board or at the connector x11 of the function controller (fuco) board might have caused an insufficient voltage supply of the ¿digiflow mini1¿ board. A review of the device history record (DHR) was performed. No non-conformities were observed during the manufacturing process. The described situation is adequately addressed in the instructions for use (IFU). Since no parts were returned for evaluation, a definitive cause of the described problem could not be determined. A CAPA has been opened to address this issue.

Event description:
It was reported that several alarms occurred on a novalung console during veno-arterial (va) extracorporeal membrane oxygenation (ECMO) therapy. Initially, there were #206 and #208 (technical failure, flow measurement) alarms that occurred repeatedly. These alarms are related to a CAPA that was opened for flow measurement issues. Treatment was continued, and then alarms #009, #00b, and #00c (technical failure, operator panel) occurred. The monitor then turned off (though the pump continued running) and the patient was moved to another console. There was no patient injury, no adverse effects were experienced, and no medical intervention was required due to the reported alarms. Additionally, it was confirmed that the events did not result in any patient blood loss. Upon follow-up, it was confirmed there were no visual defects noted with the console, the flow sensor, the sensor box, or any of the connected cables. No sample was available to be returned for evaluation.